Event description:
It was reported that the jaws of the enseal device got stuck on tissue during a sleeve gastrectomy. The doctor couldn't force the jaws open and used a second enseal device to cut around the tissue to remove the device from the patient. The second device was used to complete the case with no consequence to the patient. One device will be returned for analysis by the customer.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.